Manufacturer narrative:
The cause of the falsely low ca result could not be determined because it was not possible to obtain instrument data. This is an isolated event. There has not been a reoccurrence of this issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Low calcium (ca) result was obtained on the dimension xpand plus hm system. The low result was reported to the physician. A redraw the following day produced a higher result. The subsequent day, the original sample was repeated and results were similar to the redraw. It is unknown if patient treatment was altered or prescribed on the basis of the low ca result. There was no report of adverse health consequences as a result of the low ca result.